Event description:
It was reported that one day after implant, the right ventricular lead caused a perforation. The lead was revised on septal ventricular position. Months later the lead had a significantly higher ventricular pacing threshold and worsening sensing. No further procedure is planned as long as the values keep stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.